Manufacturer narrative:
Device not returned. Sent customer email to determine extend of damp issue and provide humidity as a possible cause. No reply received from the customer. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported masks were damp. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.